Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 28-mar-2025 and forwarded to millyard advanced medical products, llc on 29-mar-2025. Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. The patient reported that it was difficult to change cassettes on both of her pumps. Replacement systems were sent, and no adverse side effects were reported. During investigation, pumps s/n (B)(6) and s/n (B)(6) were inspected, and evidence of fluid residue was observed on the threads of both pumps. Fluid residue was determined to be the root cause of the difficulty in attaching and removing cassettes in both systems. The cause of the fluid residue cannot be determined. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.